Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid resection, the tissue was cut but not stapled. Bowel was sutured. There was no patient consequence reported.